Manufacturer narrative:
B1 adverse event and/or product problem- additional h2 correction/additional information h6 medical device problem code - correction. H6 type of investigation - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced an incident that she believes was related to low blood sugar. The event occurred while she was asleep. She woke up with significant pain and injury and had no memory of falling or losing consciousness. After waking, she first went to urgent care, where imaging showed a dislocated rib. She was sent home because no specific treatment was available. As the pain worsened, she later went to the emergency room, where she was evaluated again and treated with pain management only. The event was documented as a fall at home, with the exact timing and cause listed as unknown. The patient stated she was wearing a dexcom cgm at the time but does not recall any alerts because the incident happened during sleep. She believes the fall was related to hypoglycemia, based on later medical discussions and her history. No medical care was provided when she first woke up; care was sought later that day. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.